Event description:
It was reported that this right ventricular (rv) lead exhibited a slight rise in shock impedance high out of range from right atrial (ra) lead to right ventricular (rv) lead measurements. Patient will continue to be monitor. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a slight rise in shock impedance high out of range from right atrial (ra) lead to right ventricular (rv) lead measurements. The lead remains in service. No adverse patient effects were reported.